Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. PMA/510(k) number: k931994/k931995.

Event description:
It was reported, the sheath tip was chipped. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue was likely caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. However, a root cause could not be determined. The event can be detected & prevented by following the instructions for use (IFU) which state: chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device. Olympus will continue to monitor field performance for this device.